Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor would not link up. Customer's blood glucose was 230 mg/dl. Customer mentioned the cannula was missing when the sensor was removed from the body. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Sensor performed visual inspection and found sensor cannula retracted inside sensor base, and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used . Unable to confirm needle complaint due to customer returned sensor only, no insertion needle.